Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced difficulty in attaching infusion set tubing to the cannula event on (B)(6) 2026. The patient also experienced some reaction on the infusion site, developing hard nodules and bruising. Patient was initially treated with lidocaine cream for the site, then it was changed to benadryl cream. No further information available.